Event description:
It was reported that there was no ECG rhythm thru the paddles. The same ECG sensing problem was observed with a known good paddle assembly. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance to help determine the cause of the reported failure and repair the device. Several attempts to f/u with customer has not been successful. Therefore, the cause of the reported failure could not be determined.